Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump was returned with the keypad torn off. The contrast and up arrow buttons had an intermittent response and contamination was found under all of the button contacts. The display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the buttons had an intermittent response and contamination was found under the button contacts. The display was found to be dim and discolored. This report is made based on results of investigation completed on (B)(4) 2016.